Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of rf probe was broken and that it is possible that broken piece still exist in the patient body.

Event description:
It was reported that the tip of rf probe was broken and that it is possible that broken piece still exist in the patient body.

Manufacturer narrative:
Alleged failure: tip of rf probe was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied by the user with poor or no suction during use. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.